Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was not emptying his bladder properly and had difficulty urinating. It was noted that the pump had a mechanical issue. The entire aus device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was not emptying his bladder properly and had difficulty urinating. It was noted that the pump had a mechanical issue. The entire aus device was removed and replaced. There were no additional patient complications.